Manufacturer narrative:
During follow up, customer¿s contact indicated that bg levels dropped back down at approximately 3:00am. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated for the past few hours (no values provided). Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended.